Event description:
It has been reported to philips that x-ray generation was not possible. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed by transferring the patient to another cath room in same hospital. The philips remote service engineer (rse) examined the system remotely and confirmed that system has x-ray issue. Review of the system log file shows that x-ray generator malfunction. After troubleshooting, rse found that x-ray tube was defective. To resolve this issue, rse suggested to replace the x-ray tube. After customer replaced the x-ray tube, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.